Event description:
The customer contacted baxter's technical service center to request assistance with starting over with the home choice (hc) during use during initial drain. The home patient (hp) was not connected. The baxter technical representative (tsr) assisted the hp to end therapy. A bag had become disconnected, so the tsr informed the hp to start over using new supplies. There was no alarm on the hc. There was no patient injury or medical intervention indicated at the time of the initial report. No patient injury or medical intervention was reported. On (B)(6) 2011, product surveillance spoke with the pd nurse regarding this report. The nurse stated that the patient was doing okay and continuing therapy.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed. Per the complaint information, the customer reported a "bag had come off." Root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.